Event description:
I experienced great discomfort like never before. I immediately stopped using kotex u regular absorbency. Still have box nn634213a which is on recall list. Dates of use: (B)(6) 2018.